Event description:
Information was received indicating that a smiths medical pump had 92ml of chemotherapy left in the cassette. There was no clinical or patient injury. There were no reported adverse events. This is to report the cassette in this event.